Event description:
A nurse attempted to pump up the airslide mattress to move a patient. The nurse determined that the airslide was not inflating due to an apparent leak. The airslide was removed from use. The device is being returned to the vendor for evaluation.======================manufacturer response for inflatable lateral transfer device, airtslide (per site reporter).======================requested return for evaluation.